Event description:
Initial report: this non-serious case was reported by a cosmetic clinic nurse via a sale representative and quality department and forwarded by our local affiliate. Initial and follow-ip information were received on 08/25 and 08/26/2009 respectively, were processed together. This case involves a female patient (age nos) who was injected with poly-l-lactic acis (sculptra) 18 months for an unknown indication and in the last 3 months, the patient has had an outbreak of nodules, mainly around injection site (cheeks) but also on other parts of the face. No treatment has been administered at this stage. A ptc (pharmaceutical technical complaint) was initiated: local ptc number and global ptc number. Outcome: ongoing. Reporter's causality assessment: unk.